Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that when the patient was urinating, their stream was very slow and then stops and starts again. The patient was redirected to their healthcare provider. On (B)(6) 2017 the patient reported that the device was not working. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient reported that they were having more bowel movements and not voiding more. The patient reported that the bowel movements were like pebbles. The patient also noted that their meds changed. No further complications were reported.